Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that loud pop noise during case and it stopped working and smelt like something was burning. My understanding is that it came from the vpi. Therefore, there was a thermal event.